Event description:
Customer states that pump is turned on, the formula does not infuse during testing. Rate and dose are 125 ml/hr and 10 ml.

Manufacturer narrative:
Pump was primed and ran at 100 ml/hr, dose was 250 ml using water to simulate conditions of incident with user. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be confirmed.